Event description:
It was reported, that a biolox delta head, 12/14, 32 x +3.5 was implanted on (B)(6) 2014 on the right hip. The pt underwent a revision surgery on (B)(6) 2014 due to loosening, which was noticed on (B)(6) 2014.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's ref number of this file is (B)(4).